Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) would not accept a change to the atrial-ventricular interval, when in ddd mode. It was noted that the epg would display an asterisk, indicating that it was switching to manual mode, but would then revert to the original setting after a few seconds. The caller was advised to pull the epg from use, cycle the device's power, then troubleshoot the problem. The caller was further advised to return the epg for service, if the issue was unable to be resolved. The epg remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product analysis: manufacturer's analysis confirmed the customer comment that the programmer external pulse generator (epg) encoder assembly is out of specification. It was also indicated that the printed circuit board (pcb) was damaged. The epg was repaired and returned to use. If information is provided in the future, a supplemental report will be issued.

Event description:
The epg was returned for service.